Event description:
During baxter's eval of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the symptom door not fully latched alarms and observed them while loading a set, determined to be caused by failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.